Manufacturer narrative:
B5- lens was explanted on (B)(6) 2023 and replacement lens was implanted on same date different surgery with a shorter length lens and problem was resolved. Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vticm513.2 implantable collamer lens of a -10.5/2.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was a patient-related-factor. Reportedly, "excessive vault especially mid-periphery nearly touching cornea."

Manufacturer narrative:
A4-a6:unk. H6: off-label acd<3.0. Patient-related-factor. Claim# (B)(4).